Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did device jam (not fire clips)? No did not jam. Did device not feed clips (clips not advance fully into jaws)? Yes, it did appear to sometimes not fully advance. Did device drop or eject clips? No. Did device sideways feed clips? No. Did device fire malformed clips? Yes, clips never came together, legs stayed separated. Did device fire scissored clips? One time. Did the clip not hold on the vessel or tissue once placed? Correct. Were there any patient consequences? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, that the clips did not deploy properly. There were no patient adverse event.